Manufacturer narrative:
The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in common device name and PMA, respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a stenotic lesion in the anterior tibial artery, after a few seconds of activation, the recanalization catheter allegedly overheated. Reportedly, the recanalization catheter was removed from the patient without further incident and balloon angioplasty was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one crosser device was returned for evaluation. The returned device was noted to have a fractured core wire. In the location of the core wire fracture, the outer catheter was noted to be torn. The outer catheter was also noted to have a circumferential tear at the strain relief of the device. The core wire was visible at this location. Functional testing could not be performed due to sample condition. Therefore, based on the returned sample condition, the investigation is confirmed for a fractured core wire and torn material on the device. The investigation is inconclusive for the alleged overheating issue as functional testing could not be performed on the returned device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during treatment of a stenotic lesion in the anterior tibial artery, after a few seconds of activation, the recanalization catheter allegedly overheated. Reportedly, the recanalization catheter was removed from the patient without further incident and balloon angioplasty was used to complete the procedure. There was no reported patient injury.